Event description:
It was reported a hemodialysis pt underwent an interventional angioplasty via femoral artery access. An angio-seal device was deployed without difficulty to close the arteriotomy site. Hemostasis was thought to have been achieved at the end of the case. After being transferred to the unit, the pt's blood pressure dropped. Blood work revealed a significant drop in hemoglobin, indicating the pt was experiencing bleeding. A diagnostic scan confirmed a large retroperitoneal bleed. The puncture site seemed intact, but a small tear in the iliac region was noted and deemed a potential source of the bleeding. The pt was stented in the angiography department, but the pt's renal and cardiovascular conditions continued to deteriorate and subsequently died. No autopsy was performed. The pt had received aspirin,plavix,heparin, and intergrilin during the procedure. Review of the certification database revealed no record for this user.